Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with no suture or implants returned. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the two provided (undated/unlabeled) were reviewed. The arthroscopic image shows a free anchor and another photo showing the needle attached to the delivery assembly without suture or t implants noted. Additionally, the intraoperative photo appears extremely blurred and not of sufficient quality to properly assess the root cause or make a conclusion regarding the reported event. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h2: additional information: b5, and h6: health clinical and impact code.

Event description:
It was reported that during a meniscus repair surgery the t1 anchor of the fast-fix 360 was successfully deployed, but t2 could not be attached to the meniscus, so the physician fastened it with a knot pusher, and the fastened the thread with a knot. Both ts were removed from the patient. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Event description:
It was reported that during a meniscus repair surgery the t1 anchor of the fast-fix 360 was successfully deployed, but t2 could not be attached to the meniscus, so the physician fastened it with a knot pusher, and the fastened the thread with a knot. Both ts remain in the patient, and t2 was left secure by pulling the suture tightly. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).